Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight within specification, fold crease, and two curved openings on the anterior side. A microscopic analysis was performed which identified two striated openings on the anterior side. Based on the device analysis, the final assessment is two striated openings assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.